Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8590-1, lot# n160879, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
Information was received from a representative regarding a patient receiving intrathecal hydromorphone 10 mg/ml at 0.060 mg/day and clonidine 300 mcg/ml at 1.8 mcg/day. The patient's pump was replaced a "little while back" due to nearing end of life. During that replacement, something happened with the catheter and the healthcare provider (hcp) implanting the pump was not comfortable with placing a new catheter. It was unclear if the physician pulled the catheter out, or if the catheter was just laying there at the time of the pump change. At first the patient did not notice any change. They later realized that the pump was helping them. Before the patient's pump was changed out they were getting good pain relief. The pump was placed at minimum rate because the patient was not sure if they wanted it put back in. At the time of the report on (B)(6) 2015, the patient was having the catheter revised by a neurosurgeon. The patient was reportedly doing great, and they were happy that they decided to have a new catheter put in. Additional information was requested to determine why the catheter had been revised.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the device manufacture representative indicating that the catheter was revised because it had become disconnected from the pump. The representative was notified the date that the surgery was scheduled, but did not remember when that was. It was unknown what the issue was during the replacement of the pump in (B)(6). No further information was provided for the event. If additional information becomes available, a follow-up report will be submitted.